Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Retain and batch review were satisfactory. Complaint reviews could not rule out a trend for missing anti-e with one of the donors. This donor was permanently deferred from future use. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Report 2 of 3. Customer reporting 3 separate events of false negative reactions with 0.8% resolve panel a lot vra246 with samples from patients with previous identified anti-e (2 events) and one event, that was later identified with anti-e. According to customer, samples were initially tested with 0.8% selectogen with 1-2+ with cell #2. However, during antibody workup customer saw no reactions with cell #3 (homozygous for e antigen) from 0.8% resolve panel a lot # vra246. Customer claimed additional testing was performed using 0.8% resolve panel b and anti-e was identified in all three events. (Did claim cell #6 ( heterozygous e+ reacted with all samples( weak-1+ with panel a lot # vra246), but felt cell #3 should have reacted. Customer is concerned that if facility did not have previous history, they might have missed the antibody ( anti-e); hence the reason for phsp. Further added daily qc was performed and all results were acceptable. All testing was performed using mts anti-igg gel cards issue started on: (B)(6) 2016; reported 4/4/2016. Methodology used: manual gel (vra246-cell 3). Incubation time (for manual test only): 15 min. Test repeated: yes, using 0.8% resolve panel b. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU. Pipette used: all mts compatible equipment. Cts discuss titer level of antibody and donor e+ cells. However, customer felt that homozygous e+ cell should have reacted with antibody.